Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Since replacement, patient has still heard a clicking sound. The patient does not know if their body is rejecting the device or what. They also said their toes are getting numb and their chest "gets to hurting really bad." As a result of what was reported, they were redirected to their healthcare provider (hcp). It was reviewed that the patient should turn stimulation off and follow up with their hcp. Patient said they are going to talk to their hcp about having the device explanted. Additional information received from the patient reported that the doctor could not tell that the device was ticking due to the sound of rain during the procedure. The patient did not have an appointment with their doctor until ¿the last of this month¿ since the physician was on vacation. The patient did inquire about turning the ins off regarding the clicking and it was reviewed with them it was an option. The patient¿s daughter was going to help them later. Additional information received from the manufacturer¿s representative reported that the patient still heard a ¿clicking¿ sound. The representative stated that there was too much noise during the day of surgery to hear any sound. On (B)(6) 2018, the patient requested a patient therapy guide be sent to them again. The document was then emailed to the patient. Additional information was received. It was reported that the device was explanted and the patient gave the nurse their patient programmer. The nurse stated that she was wondering if the pp needed to be sent back or disposed of. There were no further symptoms or complications reported or anticipated.